Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced swelling, pain, and an infection at the needle puncture site. The patient was evaluated by a healthcare personnel (hcp) who administered an injection penicillin and prescribed an oral sulfa-based medication [presumed to be an antibiotic]. No additional patient or event information is available.